Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure and damage. Customer's blood glucose was unknown mg/dl. The customer confirmed that pump case is crack around reservoir compartment. The customer advised that he reverted to a backup plan because pump is not working. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed the rewind and motor test. No unexpected alarm was noted. The functional testing could not be performed due to a broken off end cap. The reservoir fit properly into the reservoir compartment. The insulin pump was also received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.